Event description:
No additional event information to report at this time.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection found the head to be heavily scuffed. The scuffing was found on both the outer radius and rim of the head. The head remains assembled with a neck adapter. The adapter is dinged around the rim and the inner taper is scuffed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: ep-200156 ¿ e1 active articulation bearing ¿ 963270; unknown cup ¿ unknown part and lot. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2019 -01384, 0001825034 -2019 -01385.

Event description:
It was reported that patient arrived in the ER approximately 1 month post hip revision with a dislocated hip. After failing to reduce the hip, an x-ray was taken showing that the dual mobility had disassociated from the ceramic head. The patient then underwent a revision surgery. Attempts have been made and additional information on the reported event is unavailable at this time.